Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump ¿was not working¿; no further details were provided. The patient refused to troubleshoot the pump at the time of the call to customer service. There was no patient injury associated with this issue. As the pump issue was not resolved, this complaint is being reported.